Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with meropenem injection (1gm per bag, intraperitoneal, ongoing) and amikacin injection (100mg per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from being hospitalized and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.